Manufacturer narrative:
Visual evaluation of the complaint device found a kink in the catheter as well as the wire. Functional analysis was performed and the unit passed the retroflex test and was able to open and close smoothly. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a flexible sigmoidoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the snare loop was placed around a polyp, the handle was actuated, however, the snare became stiff and would not close smoothly. The snare loop closed quickly and sheared off the polyp before cautery could be applied. The target site began to slowly bleed. The patient remained in the hospital overnight for observation. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a flexible sigmoidoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the snare loop was placed around a polyp, the handle was actuated, however, the snare became stiff and would not close smoothly. The snare loop closed quickly and sheared off the polyp before cautery could be applied. The target site began to slowly bleed. The patient remained in the hospital overnight for observation. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, the device was not used past its expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.